Manufacturer narrative:
Age at time of event 18 years or older.(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, difficulty crossing the target lesion using a stent delivery system (sds) occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. The target lesion was treated with pre-dilation, and then while attempting to cross the lesion using a 2.5x24mm promus element sds, the device failed to cross the target lesion. The procedure was completed with another of the same device, no patient complications were reported and the patient's post-procedure condition is reported as stable. However, device investigation of the returned product revealed distal stent strut damage.